Event description:
Detailed info was na on this event until 2/10/97. During treatment of a 70+ male, approx. 190 lbs., the electrical board (a current leakage to ground sensor), hosp. Installed/owned equipment, in the treatment area alarmed. When humidifier was checked, there was no heat. The humidifier was replaced. Device involved in the event was sent to the biomed dept. For eval. Biomed personnel determined that the mother board was not functioning. There was no effect on the pt.